Event description:
It was reported that during a novasure procedure on (B)(6) 2025, during a novasure procedure the cia could not be passed, and the physician observed that a perforation had occurred through hysteroscopy. Physician had performed a prior hysteroscopy. No treatment was administered to the patient due to the perforation. Patient was kept in observation for a few hours and came home the same day. Perforation was suspected to have occurred due to the prior hysteroscopy or dilation but could not be confirmed. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.